Manufacturer narrative:
D4: the expiration date of the suspected lot # r22c15123 is 03/16/2027. H4: the suspected lot # r22c15123 was manufactured on 03/16/2022. D4: the expiration date of the suspected lot # r21g09043 is 07/09/2027. H4: the suspected lot # r22c15123 was manufactured on 07/10/2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of these lots. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Suspected lot #: r21g09043 and r22c15123. Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system continu-flo solution sets leaked unspecified medication from the y-site (clearlink) port. This was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.